Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The father reported via phone call that the customer received a blank display after a new battery cap was applied. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored for 48 hours with multiple basal rates. All operating currents were normal. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads. No damage was noted inside of the insulin pump.